Event description:
It was reported that: "one of the extension lines got torn near the junction hub during use. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen PICC for analysis. Signs of use were observed on the returned catheter. Visual analysis revealed the proximal extension line was separated towards the juncture hub. The outer diameter of the proximal extension line appeared tapered towards the point of separation which supports that the extension was stretched prior to separation. The proximal extension line with the luer hub was not returned. Microscopic examination revealed that the edges of the separation were smooth and uniform which is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). The separation point on the proximal extension line measured 8 mm from the juncture hub. The length of the PICC body measured 16", which is within the specification limits of 15 5/8"-16 1/8" per PICC product drawing. The outer diameter of the proximal extension line closest to the juncture hub measured 0.094", which is within the specification limits of 0.093"-0.097" per proximal extension line extrusion product drawing. The outer diameter of the proximal extension line at the point of separation measured 0.081", which is not within the specification limits of 0.093"-0.097" per proximal extension line extrusion product drawing. The inner diameter of the proximal ex tension line at the point of separation measured 0.047", which is not within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. A manual tug test confirmed the distal extension line was secure within its luer hub. R & d was contacted as a part of this complaint investigation. They stated the damage appears consistent with contact with a sharp instrument. The taper to the extension line can be attributed to pulling of the extension line prior to contact with sharps. The pulling of the extension line would result in both the outer and inner diameter to decrease. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the proximal extension line was separated towards the juncture hub. The separated extension line and luer hub were not returned; however, the appearance of the separation is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). The point of separation on the proximal extension line was tapered and the inner diameter measured below specification; therefore, the appearance of the sample suggests the extension line was stretched prior to contact with a sharp instrument. A device history record review performed based on a potential lot from sales history revealed no relevant findings to suggest a manufacturing related issue. Therefore, based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "one of the extension lines got torn near the junction hub during use. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred."